Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error. The user then reports that the programmer would not turn on or respond to the stylus, following this the programmer gave a beeping sound. A power cycle was performed on the device but was unable to resolve the issue. The status of the device is expected to be returned for service and repair. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for analysis

Manufacturer narrative:
Product analysis : analysis was unable to confirm or reproduce the customer comments that the programmer displayed an error code or that the programmer would not turn on or respond to the stylus. Analysis did identify that the right side keyboard hinge was broken. The right keyboard hinge was replaced and the xy board was replaced as a preventative measure. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no patient involvement.